Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle cannula detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. Dimensional inspection noted that the depth of the distal and proximal screws was less than the permitted tolerance. Also, the sidecar rx was pushed back approximately 1.5 mm which is out of specification. The screws length was measured and found within permitted tolerance. The reported event was confirmed. Based on all available information, it is possible that the manipulation or technique used at that time to interact with the device in conjunction with the tortuousness of patient's anatomy may have caused the detachment of the handle cannula. The depth was measured at four different points, and some measurements were slightly less than the allowable tolerance. However, it is possible that an angle of inclination was generated during the screw installation, causing a slight variation in some measurements. As a result, some measurements are slightly off, while others are within specification; an investigation is underway to address this problem. Based on the information available "cause not established" was assigned as the most probable cause to this complaint. However, the side car rx pushback could have been a consequence of the manipulation or the detachment of the handle cannula. Therefore, the most probable root cause for this failure found during analysis is "adverse event related to procedure."

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the distal bile duct during a choledocholithotripsy procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a small stone. However, the handle cannula broke, and the basket could no longer be retracted. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the distal bile duct during a choledocholithotripsy procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a small stone. However, the handle cannula broke, and the basket could no longer be retracted. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.